Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: d10.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - 13704. Trade name - gentamicin sulphate. Active ingredient(s) - gentamicin sulphate. Dosage form - powder. Strength - 1.0g active in our cements. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune tka to treat post-traumatic osteoarthritis. The patella was resurfaced and depuy cement was utilized. The procedure was completed without complications. Patient received a left knee revision to treat suspected to loosening. Upon entering the joint, synovitis and bony overgrowth was debrided, and tight flexion identified. The femoral component was loose at the cement to bone interface and revised. The tibial tray was loosened and debonded at the cement to implant interface and revised. There was no reported product problem with the revised tibial insert. Patella was retained. The patient was revised with competitor revision components utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2014, dor: (B)(6) 2019, left knee.